Event description:
It was reported the pt's device was replaced after device stopped working following an MRI. The pt recovered without sequela.

Manufacturer narrative:
(B)(4). Final device analysis of implantable pulse generator (ipg) revealed no anomaly found - ipg is functionally ok. Reason for late MDR due to implementation of process improvement.